Event description:
It was reported that a patient changed over to new filter tubing, a cadd® cadd® extension set, and sees a hole allowing drop of medication to escape at the round air filter in the tubing. There were no adverse events.